Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was admitted for right ventricular lead perforation. Pericardial effusion, high right ventricular threshold, and low sensing were observed. Peripericarditides was performed at the start of scheduled lead revision. The helix could not be deployed due to tissue stuck in the mechanism. The lead was explanted and replaced. No adverse consequences were detected.